Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "early or late postoperative infection and allergic reaction." Event is being reported to FDA on one medwatch as the limited information available indicates that a revision occurred. Should additional information be received, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that the patient underwent right total hip arthroplasty on an unknown date around 2006-2007. Subsequently, the patient was revised due to unknown reasons around 2010-2011 and received the freedom constrained liner. The patient's hip was revised again on (B)(6) 2014 due to infection. All of the parts were removed. No products were implanted to complete the procedure. The patient's hip is in disarticulation.